Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed signs contamination and strong signs of usage. It was also observer that the whole laser guard foil of the tube was missing. Only small foil residuals and gluing residues are visible in the area of the laser guard foil. Discoloration or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cocks did not reveal any irregularities. Inflation and deflation tests were performed with the returned device. The white and yellow balloon was inflated and it could be inflated and deflated easily, without any difficulties. Both balloon membranes showed no hernia or other irregularities. The shape of the balloon membranes showed no irregularities and it was impossible to push the membrane over the tube tip as reported by the customer. The review of the manufacturing documentation of lot 13081 showed no manufacturing errors during any step of the production process. Other remarks: during the investigation the reported issue could not be reconstructed. The whole laser guard foil of the tube shaft was missing. The balloon membranes showed no signs of a hernia or other irregularities. Based on the investigation performed, the reported complaint of "cuff showed a hernia" could not be confirmed.

Event description:
The customer alleges that after a successful intubation, there was a sudden high ventilation pressure noted causing insufficient ventilation. Intervention - the endotracheal tube was removed and a new one inserted. The customer alleges that the cuff of the tube showed a hernia. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that after a successful intubation, there was a sudden high ventilation pressure noted causing insufficient ventilation. Intervention - the endotracheal tube was removed and a new one inserted. The customer alleges that the cuff of the tube showed a hernia. No patient injury reported.